Event description:
Customer stated that the coil on the pcb was burned.

Manufacturer narrative:
A burnt pcb board was reported on a statspin centrifuge. No injuries were reported. No visible flames, smoke, or burning smell were observed and no fire department was called, however, there is evidence of charred material.